Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl and that the cannula was out of the skin. The pod was worn between 5 and 24 hours on the abdomen. Hyperglycemia treated by patient with a bolus (exact amount was not provided).